Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided, a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records (mhr6972980) for the g7 bisperical shell has been checked and verifies that the component was manufactured and sterilised in accordance with the applicable specifications. The mhr contains a deviation, however this is related to labelling and has no impact to the reported event. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (B)(4) (initiating complaint). It is not possible to determine the root cause of the complaint without examination of the component. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Event description:
It was reported that during the implantation of the shell, a screw disassembled from the implant and lay loose in the shell. Surgery could be completed with the same screw (could be screwed in again).

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of the shell, a screw disassembled from the implant and lay loose in the shell. Surgery could be completed with the same screw (could be screwed in again).